Event description:
Status post bilateral mastectomy for breast cancer (unknown type/stage). Pt underwent bilateral reconstruction with h/s bilumens 180:50cc. Pt states that right breast was always smaller and left always hard until recently following a mammogram (1st one in years). In 1993 right side has decreased in size markedly. Also left side is softer for years. Mammogram positive rupture/extravasation on right. Pt also complained of progressive systemic problems for years including arthralgias, myalgias, tingling/numbness in digits, chronic fatigue, headaches, tmj problem, visual disturbance, dizzy spells, sleep problems, memory loss, dry mucus membranes, hair loss, sob, cholesterol, irritable bowel syndrome and unusual urine odor. Pt denies trauma to breasts - has diagnosis of fibrositis and "pmr", on prednisone 10 mg/d, mevacor and "temazepan". Positive local pain for years increased recently.